Event description:
It was reported that the patient had to seek medical attention at urgent care due to hyperglycemia. The patient's blood glucose levels reached more than 400 mg/dl while wearing the pod between 1 and 4 hours. It was mentioned that they had difficulty breathing. It was also reported that the patient bumped the pod causing the cannula to dislodge. The patient was treated with saline and insulin. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.